Event description:
Ca-1000 recovered low aptt results without error messages. Electra-1000 recovered very high aptt results on the same pt sample. No change in pt treatment or diagnosis resulted from these erroneous aptt results.